Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported several alarms and issues with the insulin pump. Customer received a watchdog timeout alarm, external ram crc error alarm, unexpected restart alarm, audio/beep anomaly and blank display. Customer advised the insulin pump started beeping and they received a blank display for no reason. Customer advised the device had a constant tone and when they removed the battery it did not fix the issue. Customer advised they were sitting on the couch with the device placed in their sock and heard the beeping and constant tone. Troubleshooting for the constant tone was performed. Customer was advised to remove the battery, wait 5 minutes and then insert a new battery. Customer was able to clear the constant tone but then received an unexpected restart alarm. Troubleshooting for the unexpected restart alarm was performed. Troubleshooting for the blank display and watchdog timeout alarm was performed. Customer was advised to monitor the insulin pump and call back if issues persist.